Event description:
Reported due to patient death. The patient presented with a traumatic pseudoaneurysm in the left internal carotid artery (ica) with a large carotid-cavernous fistula. The graftmaster was being used in an off-label fashion to treat the pseudoaneurysm. The patient was not a surgical candidate. The physician attempted to place the first graftmaster but could not correctly position it, so the device was successfully withdrawn from the patient. A second graftmaster was deployed. While post-dilating the stent graft at sixteen (16) atmospheres (atm), the balloon burst and caused a "massive" perforation in the carotid artery with an intracranial hemorrhage. The patient died from "aggressive loss of brain function due to decreased cerebral perfusion." This report represents that second device used. Although requested, no additional information was provided.